Event description:
The caller, director of respiratory care, stated that they have a patient whose 6dct developed a cuff leak 6 hours into use. The spot of the leak was isolated to the cuff. The caller reported the leak required the patient to be recannulated. This recannulated was not a part of the routine monthly trach replacement. The patient is using another 6dct currently and is doing well.